Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.5x5.0 cm in diameter abdominal aortic aneurysm . The proximal neck was 25 mm in diameter and 25 mm in length. The left common iliac artery was 11 mm in diameter and the right common iliac artery was 14-15-14-11 mm in diameter. The right and left external iliac arteries measured 8 mm in diameter. The right and left iliac arteries were moderately calcified. The proximal neck angulation was moderately angled. It was reported that post up, the patient was unable to move their legs. A CT scan was performed to evaluate the spinal arteries. It showed that the spinal arteries were showered with micro emboli which led to spinal ischemia. The physician stated it was not graft related and believe the patient will recover mobility of his legs after extensive rehab. No spinal drain was done due the source being micro emboli. No clinical sequelae were reported and the patient is being monitored.